Manufacturer narrative:
The device was returned and evaluated by (B)(4). Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the black handle. The grip tip of the sealant was adhering to the catheter shaft. The proximal portion of the sealant remained inside the shuttle cartridge with the sealant sleeve in manufacturing position. The procedural sheath was not returned. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No resistance was felt during the procedure. In addition, visual inspection revealed that there was no saline in the balloon. Vacuum was drawn from the balloon prior to fully being inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The lot history record (f1611703) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, if the sealant is exposed to elevated temperatures, the grip tip of the sealant could adhere to the device components, which may hinder the device from shuttling down during deployment. Should additional relevant information become available a supplemental MDR will be filed. This is report 2 of 2; from the same user facility as MFR report #: 3004939290-2016-00250.

Event description:
It was reported that the mynx 6f/7f vascular closure device did not deploy. Subsequently, manual pressure was held for 25 minutes until hemostasis was obtained. There was no report of patient injury. Additional information was requested, but is not available at this time.